Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that after 20 months of support, the patient presented with symptoms of a short to ground issue with the percutaneous lead. The manufacturer's technical services team member evaluated the patient's lvad function and when the patient was switched to the backup system controller, there was an episode of low flow and pump stoppage. The patient was placed on battery support and the pump restarted. A slight bend/loop was noted on the percutaneous lead. X-rays taken by the hospital appeared unremarkable; however, the electrical continuity test performed on the lead reportedly indicated two compromised inner wires. A decision was made by the hospital to exchange the lvad with another lvad due to a potential compromise in the percutaneous lead.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support with no further issue reported. The attached user facility report # (B)(4) was received from the (B)(6) registry. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.